Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the event was reported to be due to an off-label (use error) application of the product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a sub-acute gastrointestinal anastomotic leak coincident with usage of coseal during a surgical procedure. The cause of the event was reported to be due to an off-label use of the product. On an unreported date, the patient underwent a surgical revision of the gastrointestinal anastomosis as treatment for the event. The patient was recovering from the event. No additional information is available.